Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the elevator raiser sleeve was loose, and caught on the riser, which likely caused or contributed to the user's experience. There were minor scratches observed on the distal end cover, insertion tube and light guide tube. The device was serviced and it was returned to the user facility. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, users were unable to completely advance a non-olympus biliary stent from the distal end of the endoscope due to operational difficulties with the elevator raiser. The procedure was reportedly extended for about 20 minutes, and was completed using a different, but similar endoscope, and biliary stent. There was no patient injury reported.